Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced prolonged low glucose readings on a continuous glucose monitor, with the lowest value of 39, after consuming juice and a portion of a donut to treat the low; the patient noted a dexcom g7 brief sensor issue during the episode and reported increased exercise, and oral glucose was used to address the event. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention, as carbohydrate intake was required, and the event met a serious injury/illness/impairment criterion. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.